Event description:
The user received an instrument alarm and questionable results for ion selective electrode (ise) sodium & potassium on the modular analytics core analyzer. The exact number of patient samples involved in the event is unknown. The user provided results for two patient samples, which were discrepant. Units of measure for sodium and potassium were not provided. Patient sample 1, the original sodium result was 21; the repeat result was -2. The original potassium result was 16.3; the repeat result was -0.2. The sample was repeated on a different module ise channel which yielded "valid" sodium and potassium results. These results were not provided. Patient sample 2, the original sodium result was -2; the sample was repeated on a different modular ise channel which resulted at 141. The original potassium result was 0.2; the repeat result from different modular ise channel was 5.1. The user said the discrepant results were accompanied by data flags but it is unknown which results for patient samples 1 and 2 were accompanied by data flags. No patients were affected by the event as no erroneous results were reported outside the laboratory. The electrode lot numbers for sodium and potassium were not provided. The field service representative determined the cause was ise pinch tubing was not connected at the ise cartridge site. He reconnected pinch tubing and performed maintenance actions. Performance tests were run which passed.